Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and self-test. The pump was cut open for visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: partially broken retainer, cracked retainer, pillowing keypad overlay, battery tube threads - cracked, missing display window cover, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, reservoir tube cracked, label damage (peeling, missing o-ring (reservoir tube). Damaged retainer ring was confirmed during analysis. Cosmetic damage was confirmed at reservoir compartment during analysis. Exposed to moisture confirmed on the pcba 1 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), leaks. The customer reported no adverse event. The event involved product(s) mmt-1715k, mmt-213a, mmt-332a. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported an infusion set leak. Customer reported a reservoir leak. No product return is required for mmt-1715k. No product return is required for mmt-213a. No product return is required for mmt-332a. It was unknown whether the customer will continue or discontinue to use of the device.